Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found severe damage to the middle section of the stent with struts stretched, distorted and lifted from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks across the length of the hypotube and a break located 245mm distal from the stain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found several outer extrusion and midshaft kinks. This type of damage occurs when excessive force is being applied to the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 09-feb-2016. It was reported that crossing difficulties were encountered. The chronic totally occluded (cto) target lesion was located in the proximal left circumflex (lcx). A non bsc guidewire was advanced but failed to cross the lesion. Another non bsc guidewire was then advanced and successfully crossed the lesion. After pre-dilation was performed with a non bsc balloon, a 24x2.50 promus premier's drug-eluting stent was advanced but failed to cross the lesion. The lesion was again pre-dilated using the same balloon at high pressure but the device still could not cross the lesion. Another of the same device was used and post dilation was done to complete the procedure. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and hypotube break.